Event description:
A mayfield swivel adapter and a mayfield ultra base unit ((B)(6)) were both involved in a slippage during a patient procedure. The incident was described as follows: a patient was undergoing a craniotomy when a slippage occurred. The slippage did not occur until the end of the craniotomy. Adult pins were being used during this procedure. No injury was involved as a result of this slippage.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.